Event description:
It was reported that the asymptomatic patient presented to clinic for a normal follow-up. Post-paced t-wave oversensing was noted on stored egms. Programming changes were made. The patient will be followed normally.